Event description:
The customer reported that following a diagnostic catheterization procedure in 2002 a vasoseal vhd kit size 2 was deployed. The patient was discharged home and returned again the next month complaining of pain at the puncture site with a hematoma and bruising which extended down to the knee. An ultrasound was performed and a 5 cm pseudoaneurysm was revealed. The pseudoaneurysm was treated with a thrombin injection. No further complications were reported.